Event description:
A hospital in (B)(6) reported that holes were found in the drylines of two rt105 adult breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: drylines for the two complaint rt105 breathing circuits were returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that there was a hole 130mm away from the connector in both of the dryline tubes. A lot check revealed five other complaints of this type for lot 111114. Conclusion: we are unable to determine the cause of the hole on the dryline tubes. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed post production during transport, storage or use. The user instructions for rt105 adult breathing circuit state the following: - check all connections are tight before use - set appropriate ventilator alarms our monitoring and trending of events involving leaks in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to march 2012.